Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels rose up to 19 mmol/l (342 mg/dl) and then decreased to 2 mmol/l (36 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include disillusion, shaking, and loss of consciousness. The paramedics were called and the patient was transported to royal derby hospital. The pod was removed at the hospital and the patient was given oral glucose and energy drinks. The patient was discharged after 15 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.